Event description:
After submission of the initial MDR product was received on 7/29/2025 it was determined this complaint is not reportable per (B)(4).

Manufacturer narrative:
(B)(4). 3004753838-2025-224667 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery issue occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. Performance data was reviewed but does not reflect the full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.